Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device had no communication as received and was due to a low battery voltage. Based on device setting and usage, the device was found to be below the expected limits. After replacing the battery, no sources of high current drain were found during testing. The battery was returned to the vendor. No anomalies that could cause premature battery depletion were found. The cause of premature battery depletion was not determined. .

Event description:
It was reported that the patient received an alert for elective replacement indicator (eri). The device was at premature eri. The device was explanted and replaced.